Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular lead triggered an alert for high svc coil impedance and for noise. The svc coil was programmed off and the patient continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. The daily high voltage lead trend data shows an increase for svc defibrillation from 49 to 254 ohms peak between (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Two ventricular non-sustained tachycardia episodes <(><<)>=140 ms occurred on (B)(6) 2013 and (B)(6) 2013. Five lead failure predictor high rate non-sustained episodes <(><<)>=217 ms average cycle length occurred between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
More than two years later, it was later reported that the rv coil impedance was varying. The impedance was noted to have been stable and then rose. The patient experienced a fall and the impedance rose further and was noted to be high. In-office testing measurements showed varying impedance. The lead was explanted and replaced.